Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: no evidence of time and date resetting to default was observed in the black box. The pump's time and date were set; the pump was exercised for 24 hours. The battery was removed and the pump was left without power for 24 hours. When the pump was powered on it had maintained the time and date. The alleged issue could not be duplicated.